Event description:
Info received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the head down valve solenoid. He replaced the valve solenoid to repair the bed.